Event description:
It was reported that this right atrial (ra) lead exhibited noise. The physician was aware of the noise and it was noted they were not doing anything about it at that time. The patient was referred to their physician for further follow up if needed. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).